Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect the pump and cartridge, remove any debris, and follow the load process. Despite initial difficulties, the customer independently filled and loaded a new cartridge and successfully completed the process, allowing them to resume insulin delivery.